Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: the hospital states that the nebulizer could not spray after being connected to the nebulizer machine. No pt injury reported.